Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of over 400 mg/dl. The customer stated her insulin pump did not alarm "no delivery." Standard troubleshooting was performed but was unable to be completed since the customer did not have a tubing clamp available. The product is not being returned. Nothing further was reported.